Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced an infusion set was leaking at site event on 12-apr-2024. Patient had diabetes ketoacidosis and was hospitalized due to that issue. The length of hospitalization was 5 hours. The blood glucose level was 476 mg/dl at the time of event and was managed by IV and fluids of saline. The site of insertion was at abdomen. The infusion set was in use for two days. No further information available.